Manufacturer narrative:
(B)(4). Physio-control advised the third party service agent that the device's warranty was no longer valid because the device had sustained physical damage. It is unknown whether the observed physical damage contributed to the inappropriate loss of power observed by the third party service agent. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent evaluated the customer's device as part of a regularly scheduled technical service update activity. Upon initial inspection of the device, the third party service agent observed that its display appeared to be physically damaged and when the device was powered on only half of the display would appear. Additionally, the device would power off by itself almost immediately. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent evaluated the customer's device as part of a regularly scheduled technical service update activity. Upon initial inspection of the device, the third party service agent observed that its display appeared to be physically damaged and when the device was powered on only half of the display would appear. Additionally, the device would power off by itself almost immediately. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.